Event description:
It was reported that following a lap adjustable gastric band procedure, the patient experienced port displacement for the second time. The patient was complaining about discomfort, he thought the injection port was displaced. After review and examination by the surgeon, he confirmed the injection port was free and loose. He indicates the port anchor retracted after surgery but does not know how or why this occurred. Port replacement surgery is scheduled for (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.